Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the staple load was broken inside the sterile package. It was noted that the reload was loaded onto the stapler correctly but it did not adjust/fire. A new staple load was obtained and used to complete the case.